Manufacturer narrative:
Follow-up # 2 ¿ (02/27/2015). The patient¿s test strips have been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/17/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch verio iq had an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began every day in november at all time of the day. The patient manages his diabetes with a combination of diabetic medications (¿lantels and humalog¿). The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of ¿confuse state and stress¿ every time the device fails. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the correct test strips were used, and there was no misuse of the product, the cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/15/2015).the patient¿s meter has been returned on 12/15/2014 and evaluated by lifescan product analysis on 1/6/2015 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.